Event description:
The fe reported that the system shut down after displaying a collimator potentiometer error. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software were installed during the service call. The system repair was completed by a third party.